Event description:
It was reported occlusion alarms occurred causing the blood glucose level to display as "high." A specific value was unknown. To address this, the customer administered a correction bolus via the pump. The customer managed to resume insulin without changing supplies.